Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('¿invasion of the posterior myometrial wall by the left essure wire¿') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, uterine bleeding, cervical intraepithelial neoplasia iii and uterine prolapse. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and uterine prolapse ("uterine prolapse grade 2"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy and dilation and curettage). Essure was removed on 16-may-2019. At the time of the report, the pelvic pain, embedded device, uterine haemorrhage, dysmenorrhoea and uterine prolapse outcome was unknown. The reporter considered dysmenorrhoea, embedded device, pelvic pain, uterine haemorrhage and uterine prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available):pathology test - on (B)(6) 2019: diagnosis.uterus and cervix with bilateral fallopian tubes (90gm), hysterectomy with bilateral salpingectomy:- cervix with cin 2-3 (high-grade dysplasia) with gland duct involvement.- ectocervix margin is negative for dysplasia.- proliferative endometrium.- myometrium with no significant pathologic features.- uterine serosa with no significant pathologic features.- bilateral fallopian tubes with no significant pathologic features..ultrasound scan vagina - on (B)(6) 2019: impression:1 . The uterus appears retroverted. Endometrium measures 0.82 cm in thickness.2. There is suspicion for invasion of the posterior myometrial wall by the left essure wire. The leftfallopian tube is dilated and filled with echogenic fluid. Left hydrosalpinx is in the differential.. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 9-jul-2020: mr received-event medical device removal updated to pelvic pain.,abnormal uterine bleeding,dysmenorrhea,device embedded, and uterine prolapse new reporter, medical history, lab data added.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.